Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
This manufacturer report pertains to one of four devices used in the same procedure. Manufacturer report #3005099803-2017-02888 pertains to the first speedband superview super 7 device, manufacturer report #3005099803-2017-02889 pertains to the second speedband superview super 7 device, manufacturer report #3005099803-2017-02890 pertains to the third speedband superview super 7 device and manufacturer report #3005099803-2017-02891 pertains to the fourth speedband superview super 7 device. It was reported to boston scientific corporation that four speedband superview super 7 devices were used in a procedure performed on an unknown date. According to the complainant, during the procedure, the bands on all four devices misfired. The procedure was completed with another speedband device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.